Event description:
Four tonsil sponges left in mouth. When scrub tech attempted to remove the sponges, two of them separated from the strings leaving the sponges in the mouth. The surgeon was notified and removed the retained sponges. All tonsil sponges removed from stock and will be returned to co. Different brand has been ordered.